Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable stimulation located in the rib area. Imaging confirmed there was no migration. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein two octrode leads were implanted below the penta lead and an ipg was implanted.